Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: an epoca glenoid and metalback was revised after approximately eight years within the patient. Revision was being done due to rotator cuff failure and the need to implant a reverse prosthesis. Upon exposure it was discovered that the entire superior half of the polyethelyne glenoid had worn completely through. In addition, the superior half of the metalback had worn through, leaving only the peg remaining in the superior portion. Due to this metal wear, black residue (understood to be titanium remnants) had filled the joint space. Surgeon was unaware of the extent of implant wear until the revision operation; there was a prolongation of surgery by thirty minutes. The event occurred over time in situ following historic implantation. The patient outcome was reported as excellent following revision to reverse prosthesis; however the surgeon is unsure of the consequences the metallosis would bring to patient. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Implanted date: (B)(6) 2008. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: no device was received. The design and clinical risk management has been investigated. Based on the provided information and without material no further evaluation is possible, but considering the available data, the listed implants can be considered as safe and efficient. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.